Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s system was not working. It wouldn¿t start and all his equipment quit a little after (B)(6). Therapy was not working as expected. It was noted that overdischarge was suspected. The pain clinic healthcare professional had been trying to reach a manufacturer representative but they had not called back. The consumer also was unable to get in touch with the surgeon¿s office. It was noted that the consumer was frustrated. The issue occurred several times in (B)(6) and they had not been able to start it since november. Additional information was received from the patient on 2017-04-13. The patient reported that he slipped on the ice back in (B)(6) 2016 and then after that, he just couldn¿t get the device to work. The patient reported that he tried getting ahold of manufacturer¿s representatives (rep) but was unsuccessful. The patient reported that his wife called patient services in (B)(6) 2017. The patient reported that he went and saw a doctor after that, who did x-rays and everything looked fine. The patient reported that he did not know the exact date of the visit but stated that it was sometime in (B)(6) 2017. The patient reported that then a rep called him who helped him reset the device over the phone. The patient reported that the rep had him push and hold some buttons which reset the device but erased all the programs. The patient reported that he didn¿t have an exact date of when the rep called to reset the device. The patient reported that two weeks prior to (B)(6) 2017, the rep met him in person and added the programs and everything was working fine. The patient reported that he was to meet with another rep on (B)(6) 2017 to further fin tune the device. No further complications anticipated. Additional information received from a consumer reported that the patient fell in (B)(6) 2016 and the implant stopped working at that time. The patient tried to get help from a manufacturer representative (rep) for four months. They were able see a rep last month who reset and reprogrammed them to half way fix the stimulator. The patient was now experiencing the same issues, and was having a hard time meeting with a rep to get the implant reprogrammed the way it was to help them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.